Event description:
On (B)(6) 2016, a 47-year-old female patient received a gentrix surgical matrix device (ID psm0710) to address a recurrent umbilical hernia. There were no apparent complications during placement procedure. Per review of an available subset of patient¿s records, the patient first underwent a hernia repair in 2000 followed by a second repair at the same site with placement of gore bioavailable plug in 2015. Plaintiff originally alleged graft vs host disease; however, it was confirmed by the patient¿s attorney, the patient does not have graft vs host disease. Based on medical records, patient has significant pre-existing conditions and surgical history unrelated to the patient¿s claimed diagnosis of graft vs host disease, which she does not have.

Manufacturer narrative:
The gentrix surgical matrix (ID (B)(6) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies specifically related to the compliant allegation of graft vs. Host disease. The cause(s) of the difficulty reported by the customer could not be determined specifically for graft vs. Host disease in the context that it was already retracted by patient¿s attorney. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.